Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No replace battery now alarms noted in the pump history file or during monitoring. Pump error 25 alarmed while monitoring and pump error 25 (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a few days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, dent on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior low battery alarm. The patient¿s blood glucose level was 165 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.